Event description:
It was reported that the user experienced unusually high glucose readings followed by recurrent lows with a reported peak of 262 mg/dL and hypoglycemia with a reported low of 55 mg/dL while using the iLet system, stopped wearing the pump, and had a recent pattern of unannounced meals with subsequent postprandial spikes and lows consistent with improper or incorrect use of the device¿s user interface for meal announcements. No adverse clinical symptoms associated with hyperglycemia and hypoglycemia reported. Outcomes included the need for unexpected medical intervention in the form of oral fast-acting carbohydrates. Investigation included review of device reports, communication with the user, and analysis of information provided by the user. Investigation of this case revealed no device problem, a usage problem related to missed meal announcements, and an improper or incorrect procedure involving the user interface. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and unintended use error.

Manufacturer narrative:
Initial.